Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a adverse event, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not yet received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. The full instrument lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No additional log review was performed as this type of failure would not result in an error in the logs. A review of the site's complaint history does not show any additional complaints related to this product. A review of the provided video was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the video shows the user clamping the instrument while activating without tissue between the jaws. This action applies energy (heat) directly to the teflon pad, which over time can result in damage to the pad. This is related to teflon pad damage, and would be classified as mishandling as this action is directly addressed in the instructions for use (IFU) regarding intraoperative use. ¿note: to avoid damage to the tissue pad, keep the clamp arm open while the blade is active without tissue between the blade and tissue pad.¿ based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, debris from the white (teflon) part of the tip of the harmonic ace instrument fell inside the patient. The debris were not able to be retrieved due to the size. Unintended fragments/debris falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, debris from the white (teflon) part of the tip of the harmonic ace instrument fell inside the patient. It was unknown if the debris was retrieved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: the debris could not be retrieved because they were too tiny. No additional surgical procedure was required to remove debris and no post-operative tests were performed to check for remaining debris. The instrument was inspected prior to use with no issues found. The issue occurred while the harmonic ace instrument was being activated. The surgeon did not notice any issues with the functionality of the instrument and the instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was not removed during the procedure prior to the debris falling. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or any other damage to the instrument after the event occurred. There was no reported injury to the patient, but the customer noted that it was unclear how the debris will affect the patient's body. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.